Event description:
During preparation for a drug eluting stenting treatment procedure stent damage was noticed. The physician was prepping a 2.5x24mm taxus express2 drug eluting stent for advancement over the guidewire when the stent got cought and bent. When attempts were made to straighten the catheter it borke. This occurred outside the pt and there were no pt complications. The procedure was completed with another device and the pt is reported as ok.